Manufacturer narrative:
(B)(4)

Event description:
It was reported " when the balloon was sent through the sheath via the guidewire, the resistance was very high, and when tried to withdraw the balloon before entering it, found that the balloon could not be withdrawn, and tried several times to no avail (the balloon was stuck in and out of the sheath and couldn't move it). Then decided to withdraw the tube". The catheter was not replaced. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the supplied guidewire was noted inserted through the iabc distal tip. The peel away sheath was noted on the returned iabc. The teflon sheath was noted on the iabc bladder membrane; the sheath was noted buckled. The visible portion of the bladder was loosely wrapped. The one-way valve was teth-ered and connected to the short driveline tubing. A bend to the central lumen was noted at approximately 32cm from the iabc distal tip. Damage was noted to the outer lumen consistent with being pinched or crushed at approximately 27.1cm, 28.3cm, 30.4cm and 32.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer video was reviewed, the video shows a user experiencing difficulty when trying to advance the iabc through a teflon sheath, which is consistent with the re-ported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The guidewire was re-moved from the iabc central lumen, some resistance was noted. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was not-ed. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be moved towards the iabc bifurcate using force and while experiencing resistance upon advancing the catheter through the sheath. Upon removing the sheath, no obvious damage or abnormalities were noted to the bladder membrane. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the balloon was stuck in and out of the sheath and couldn't move it" is confirmed. During the investigation, the sheath was initially stuck on the iab catheter balloon and resistance was noted when trying to advance the catheter through the sheath. The catheter passed functional testing, and the returned iabc bladder membrane passed dimensional inspection. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, the specifications were not met during the complaint investigation due to the iab insertion difficulty through the sheath. The root cause of the complaint is undetermined. No further action re-quired at this time. This will be monitored for any developing trends.

Event description:
It was reported " when the balloon was sent through the sheath via the guidewire, the resistance was very high, and when tried to withdraw the balloon before entering it, found that the balloon could not be withdrawn, and tried several times to no avail (the balloon was stuck in and out of the sheath and couldn't move it). Then decided to withdraw the tube". The catheter was not replaced. The patient's current condition is "unknown".